Event description:
It was reported that 7 weeks after the pump was implanted, the patient developed an infection and had an emergency surgery to have the pump system removed. The patient stated, it was ¿red¿ over the pump area from the time it was implanted to the time it was explanted. The patient had no pain and never even knew it was infected. The device system had delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).